Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle w/ pre-attach holder there was safety shield failure. The following information was provided by the initial reporter. The customer stated: safety cover broke away from housing. Some shields fall off directly out of the package and some feel very loose. They close but the bottom, close to the needle falls off."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle w/ pre-attach holder there was safety shield failure. The following information was provided by the initial reporter. The customer stated: safety cover broke away from housing. Some shields fall off directly out of the package and some feel very loose. They close but the bottom, close to the needle falls off."

Manufacturer narrative:
H.6. Investigation summary: catalog number: 368650, batch number: unknown. No customer samples or photos were received as of this evaluation. A review of the DHR could not be performed as the batch number is unknown. Due to an unknown batch number, the scope of this investigation is limited, and a definite root cause could not be determined. Upon receipt of the batch number, the investigation will be reopened to determine the root cause of the broken safety shield. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The business team regularly reviews the collected data for monitoring of current trends. H3 other text : see h10.